Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red lamp and beep sound.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 4th july 2017. The device was returned for red status indicator. Information from the history log shows the device had failed a self-test due to a low battery on the 14th october 2018, the user would have been alerted to this with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The fault was traced back to a failure of the +ve battery terminal pogo pin. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo pins was reduced enough to cause the device to give a low battery fail. This fluctuation could not be replicated when the +ve pogo pin was replaced.the device successfully passed final unit test, h032-014-004, on the 4th july 2017. Therefore, this report concludes that the component failed after despatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Red lamp and beep sound.